Event description:
As reported for this event by the customer, during a therapeutic urinary electrotomy procedure, the device had image flickering. The procedure was completed with another similar device with no more than 15 minutes delay. There is no harm or adverse impact t the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image, rather than flickering image. This is attributed to the faulty cable unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No repair history related to the reported phenomenon was confirmed.